Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because the primary stability was not achieved. In addition, immediate implant procedure was performed, bone graft was executed and the patient presented insufficient bone quantity/quality.